Event description:
It was reported by the patient that my lead is at 6cm and should be at 1cm and another test will be completed. Follow up determined that the patient underwent right ventricular (rv) lead repositioning approximately two weeks post implant and the patient is referring to the lead threshold and used the wrong nomenclature, i.e. 6 volts and should have been 1 volt. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.